Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the right eye. Pom1-2, the iop increased and patient began taking 2 anti-glaucoma medications. Pom6, patient underwent implantation of a second xen®45 gts due to uncontrolled iop. Patient continued taking iop lowering medications through final follow up at pom36. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1901,2301. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.